Event description:
The customer reported via phone call that they were no longer connected to the insulin pump. Customer stated their buttons were not functional, causing the customer to disconnect from the insulin pump. Customer also reported the buttons were intermittently responsive. The customer also stated they were also intermittently able to deliver insulin. Customer declined to troubleshoot. Customer's blood glucose was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.